Event description:
Customer reported to beckman coulter, inc. (Bec) that she noticed an accumulation of dripped fluid underneath reagent probe b of the unicel dxc 800 synchron system while performing routine scheduled maintenance. Customer reported the leak was contained in the recess for the reagent probe b home position. Customer reported the volume of the leak was less than 20 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a fluid distribution manifold valve was not closing properly. The fse replaced the valve and no further leaking was observed. The customer tested quality control and all the results were acceptable.

Manufacturer narrative:
(B)(4).